Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Advice customer to return to their local pharmacy or place of purchase for replacement of the product. Product was replaced by the pharmacy. Syringes lot# np18123 is part of the recall z-3202-2018. Most likely underlying root cause: mlc-140- supplier manufacturing defect.

Event description:
Consumer reported complaint for inaccurate dispense/aspiration of syringe. The customer is concerned with leaking of syringes when administering substance. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test syringe lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. On (B)(6) 2018 the syringe did not provide good suction when pulled back, which caused leakage. The consumer took the product back to the pharmacy for their return, but they still wanted their complaint filed in case the lot was bad. Customer states that she was able to get them replace at the (B)(6) pharmacy. Customer states that she did not have to seek any medical intervention. The suction on the syringes was leaking. When she tries to pull the medication, nothing came through. Customer does not have any more of the syringes left she gave them all back to the pharmacy. Unable to verify lot # for the syringes. Customer is now using the same kind but a different batch. Customer is using the syringes on her cat. On (B)(6) 2018 ccr was able get in touch with the pharmacist and he states that the customer is using the syringes on the cat and she is using lantus that is being kept in the refrigerator so it's possible the lantus is a little thicker. Verify the lot # np18123 (leader brand). I will send a return label so that they can send some of the syringes back to us for investigation.